Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 686782) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginitis"), pain in extremity ("upper extremity pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain"). The patient was treated with surgery (bilateral fallopian tube, partial salpingectomy). Essure was removed. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, vaginal infection, pain in extremity, dysmenorrhoea and pelvic pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pain in extremity, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010 (discrepancy noted as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: appropriate follow-up essure study with no opacification of either fallopian tube; on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: new event pelvic pain was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 686782-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginitis"), pain in extremity ("upper extremity pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain"). The patient was treated with surgery (bilateral fallopian tube, partial salpingectomy). Essure was removed. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, vaginal infection, pain in extremity, dysmenorrhoea and pelvic pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pain in extremity, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010 (discrepancy noted as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: appropriate follow-up essure study with no opacification of either fallopian tube; on (B)(6) 2010: total bilateral occlusion. The lot number reported (686782) is inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 686782-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginitis"), pain in extremity ("upper extremity pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain"). The patient was treated with surgery (bilateral fallopian tube, partial salpingectomy). Essure was removed. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, vaginal infection, pain in extremity, dysmenorrhoea and pelvic pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pain in extremity, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010 (discrepancy noted as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: appropriate follow-up essure study with no opacification of either fallopian tube; on (B)(6) 2010: total bilateral occlusion. The lot number reported (686782) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 686782) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginitis"), pain in extremity ("upper extremity pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, vaginal infection, pain in extremity and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pain in extremity, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: appropriate follow-up essure study with no opacification of either fallopian tube; on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-apr-2020: pfs and mr received : previously reported event "injury to herself" updated to "abnormal bleeding (vaginal)", events- "abnormal bleeding (menorrhagia), vaginitis, abdominal pain, upper extremity pain, dysmenorrhea (cramping)", reporter, lot number, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.